Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Field service rep evaluation: the field service engineer (fse) went on-site to evaluate the suspect device. The fse cycled the device on and duplicated the reported event. The fse replaced the external flow sensor, which resolved the reported auto-cycling issue. Additionally, the operational verification procedure (ovp) was performed and passed. Having met manufacture specifications the device was returned for use. It is believed that this event was an unintended use error, which contributed to this event.

Event description:
The customer reported an unresolved auto-cycling issue on this ventilator device. The customer stated no patient involvement with this event.